Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized due to hyperglycemia and diabetic ketoacidosis (dka) on (B)(6) 2017. Customer reported that the high blood glucose level at the time of admission was 22 mmol/l. The customer stated that the cause of hospitalization per health care professional was reported as diabetic ketoacidosis (dka). The outcome of the hospitalization was that the customer was treated for high blood glucose and the blood glucose levels went down. The customer stated that she was unsure if she was wearing the insulin pump at the time of hospitalization. The customer stated that the high blood event began on (B)(6) 2018. Customer reported that she was having issues with insulin pump and she had high blood glucose levels of 20.1 mmol/l. The customer stated that she has diabetes for 40 years and does not feel to contact their health care professional regarding the high blood glucose levels. The customer reported that she had treated the blood glucose with insulin pump but kept the same reservoir. The customer reported that the insulin pump was alarming no delivery. Troubleshooting was performed. The customer reported that drive support cap was normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. The insulin pump passed the high pressure test. The customer declined to perform the displacement test during the call. The programming on the insulin pump was fine. The customer was advised to change out the entire infusion set. Troubleshooting was completed at the time of the call. Therefore, the root cause of the customer's blood glucose issue could not be determined. Product is not expected to return.